Event description:
It is reported that the pt was admitted for revision of right total hip, secondary to pain and infection with mrsa.

Manufacturer narrative:
Evaluation summary: the manufactured lot met the sterility assurance requirements of 10-6 or better and it is unlikely that the specified device contributed to the pt's infection. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.